Manufacturer narrative:
The reported events of failure to sense, failure to capture and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure, during the procedure, electrical signals for the right ventricular lead were not visible through the psa. Repositioning of the lead, as well as several different sets of pacing cables/analyzers/programmers and connectors were attempted however, was unsuccessful. The lead was removed and replaced. There were no patient consequences.